Manufacturer narrative:
No device associated with this report was received for examination. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
Litigation alleges that the patient suffers from pain, numbness, limited mobility, and metallosis. Update: 3/12/2013 - pfs was received from legal, medical records were received from legal, and part/lot information was identified. Records are available for further review. Complaint file contents have been attached. (B)(4). Update 9/30/15 - pfs and medical records received. After review of the medical records for MDR reportability, lab results were provided for cobalt and chromium and indicated they were above 7ppb. The stem is being added for both hips. No date of revision has been provided. The complaint was updated on: 10/20/2015.

Manufacturer narrative:
(B)(4).

Event description:
Update ad 24 april 2018: (B)(4) has been re-opened under (B)(4) due to the receipt of ppf and sticker sheet. Ppf has no allegation and no revision reported. The patient underwent bilateral total hip arthroplasty and the right hip was captured under (B)(4). Patient name was updated. Doi: (B)(6) 2003 - dor: none reported (left hip).

Manufacturer narrative:
(B)(4). Investigation summary no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.